Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered with an ultra-thin diamond balloon catheter. The lesion being treated was a non-calcified, 80% stenotic lesion in a non-tortuous subclavian vein. A terumo 6 fr sheath was intially inserted and a predilation inflation of the balloon was performed. The sheath was exchanged to a terumo 7 fr sheath and then several more inflations of the balloon were performed. When the physician attempted to remove the ultra-thin diamond balloon catheter after deflation through the 7 fr sheath, he was unable to do so. The physician was only able to remove the balloon after the 7 fr sheath was removed. The procedure was successfully completed with this device and there were no patient complications. Current patient condition is reported as 'good'.